Event description:
It was reported that there were concerns that this left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) reviewed the reports and noted that it was difficult to determine if there was loc. Ts noted that larger deflections on the lv electrogram (egm) channel that appeared to have a t-wave, but the smaller deflections did not. It was noted that the current threshold was close to the reprogrammed output. The lead remains in use. No adverse patient effects were reported.